Event description:
It was reported that during the surgery a t2 pre deployment occurred. No patient injuries or significant delay reported. Back-up device was available to complete the surgery.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessments of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its post t2 position indicating multiple trigger advancements. The device was functionally tested for proper actuator advancement and cycling, device functioned as intended.

Event description:
It was reported that during a meniscus repair surgery a t2 pre deployment occurred. No patient injuries or significant delay reported. Back-up device was available to complete the surgery.